Manufacturer narrative:
No complaint fiber was received within the timeframe of investigation. It can be confirmed holmium laser fibers are subject to 100% inspection for both visual and power testing performance defects prior to release for distribution. No process deviations were identified upon review of the complaint production lot records. The root cause of this complaint was not confirmed but with the information available it is likely it may be related to the handling of the device.

Event description:
A notification was received regarding a holmium fiber unit which was reported to have broken during use. No patient harm or impact was reported.

Manufacturer narrative:
The laser fiber identified by this complaint was returned to dornier for analysis. Upon evaluation it was confirmed the returned unit was physically broken. The area of breakage was observed under magnification and it was found the fiber coating was stretched in this area. The stretching of the fiber coating indicates a physical force was placed on the unit causing the breakage to occur. No manufacturing defects or inconsistencies were identified upon review of the unit returned and production lot documentation. It is acknowledged all dornier laser fibers are subject to 100% inspection for power testing performance as well as physical defects. Laser fibers are glass, fragile, and must be handled with care as indicated on the dornier IFU for laser fibers.

Event description:
A notification was received regarding a holmium fiber unit which was reported to have broken during use. No patient harm or impact was reported.